Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen fault. There was no patient involvement when the issue occurred. No patient or user harm reported. During follow up with the key market, no further details were provided regarding the evaluation of the issue; however, it was reported that the device recovered by itself. No further actions were taken by philips to fix the device, and the device was returned to service.